Event description:
This is a case report received by baxter. It was reported that an aquaset 12 was involved in a damaged tubing incident. At the time of the problem it was reported that the set had been set up ensuring no tubing was caught in doors or around the pump. During use the machine alarms alerted the nurse to the leakage and the tear round the blood pump section of tubing. The patient did not suffer any consequences.

Manufacturer narrative:
(B)(4). The product sample has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This complaint is for an aqualine set that was found to be damaged/torn. The actual sample was received and evaluated. The complaint was confirmed, but the root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. No corrective/preventive action has been defined because they were not able to define what happened and relevant causes.